Event description:
Per the clinic, the patient experienced pain and irritation at the abutment site. Subsequently the patient received two corticosteroid injections and a course of oral antibiotics (duration and dates not reported). On (B)(6) 2015 the patient was administered general anesthesia to facilitate removal of the abutment removed and placement of a magnet. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.